Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had rising thresholds over the past year. Noise was also noted. The physician has chosen to monitor the patient closely for now. The lead remains in use. No patient complications have been reported as a result of this event.